Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement. Customer reported that during a diagnostic procedure there was poor air supply. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: gif-190 series, operation manual, chapter 3 "reparation and inspection"; gif-190 series, reprocessing manual, chapter 5 "eprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.